Event description:
A hospital nurse reported that two hx-200l/u-135 clips would not open and could not be deployed during an esophagogastro duodenoscopy (egd) procedure. There were no injuries or post-procedural complications associated with the occurence.